Event description:
A malfunction alarm was reported by the customer, which displayed a malfunction code malf 0. The customer¿s blood glucose level was not affected adversely, remaining within the normal range. The customer received guidance on how to reset the pump, and after taking these steps with assistance, the malfunction did not recur. The customer was advised to contact support again if the malfunction code appears in the future, and they acknowledged this instruction.